Event description:
It was reported that the user experienced repeated pairing failures between a dexcom g7 cgm and the ilet, with pairing failed and sensor failed alerts leading to intermittent communication failure attributed to the antenna/electrical-magnetic communication interface; the user performed a fingerstick showing 436 mg/dl, entered it for correction, later administered a manual insulin injection while the pump was off, and ultimately paired a new g7 after guidance. Symptoms included hyperglycemia. Outcomes included no health consequences or impact for most of the event, with an unexpected medication intervention required when the user administered a manual insulin dose. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed an interoperability problem identified between the ilet and the dexcom g7 resulting in intermittent communication failure linked to the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.